Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device change out for eri, externalized conductors were observed. The lead was tested and no anomalies were noted. The lead remains implanted. The procedure was completed successfully without any adverse consequences for the patient.